Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer reported that the touch screen is not working. The customer contacted product support and biomed is requesting part number for v60 touchscreen. The case was closed out due it's part ID only. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
H10 the field service engineer (fse) provided the customer with the part number. No other anomaly was reported. H11 g1: contact information updated h6: codes.